Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be dim.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient indicated that his usual fasting bg range is 80-100 mg/dl and during the day 150-200 mg/dl. At 4:30 am that day, the patient claimed that his bg level was "320 mg/dl" and "600 mg/dl" by 6:30 am. At that time, the patient reportedly administered an injection via syringe. The patient denied having any symptoms. At the end of the call with the animas representative involved in this contact, the patient checked his bg and it had come down to "519 mg/dl." Through troubleshooting, the animas representative did not find an evidence of a pump malfunction. No associated alarms were found in the pump's history. The tdd added up correctly with the bolus and basal amounts. The patient was able to prime adequately and confirmed seeing drops from the end of the tubing. The patient denied observing air bubbles or kinks in the infusion set, or evidence of a cartridge leak. The patient admitted to having a lump with mild redness at the site. He was advised to avoid areas of scar tissue or lumps. The patient's last site change was at 6:14 am on (B)(6) 2011. Prior to that, he had changed out the cartridge, insulin, and site at 5:40pm on (B)(6) 2011. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level that meets animas' criteria for a serious injury. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with the device with troubleshooting.